Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What is the name of initial surgical procedure ((B)(6) 2016)? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. Were any concomitant procedures performed? What medical intervention was given for the pain management? Results? Please provide surgical findings of (B)(6) 2018 mesh excision. Was the device removed? If so, please date and details of the re-operation. Will product be returned? Please provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2016 and the mesh was implanted. The patient experienced vaginal and groin pain first noted at consultation (B)(6) 2017. The surgical excision of the mesh was performed on (B)(6) 2018 with complete resolution of pain. Additional information has been requested.